Event description:
The customer stated that she tested her blood glucose one morning and took her insulin based on the reading. She went to the doctor for a routine appointment later that morning, and alleged that she had a hypoglycemic reaction while going up the stairs to the office. The customer was treated with i.v. Glucose. The customer stated that her blood glucose was tested using her contour meter and a meter in the doctor's office. She said the doctor indicated there was a large difference between readings, although no actual readings were provided. The customer alleged her meter may have read too high. The customer did not have any control solution, so further troubleshooting of the test strips was not possible. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.